Manufacturer narrative:
(B)(4). Normal reporting timeline has been exceeded due to litigation matter. Manufacturer is making this report now based upon the filing of the lawsuit and its initial investigation of the allegations in that lawsuit. This code was used as there is no other code that indicates that a device or data investigation was unable to be conducted and therefore, there is no investigation conclusion.

Event description:
Patient's representatives allege that the patient passed away on (B)(6) 2017, six days after commencing use of a continuous glucose monitoring (cgm) system. Patient's parents allege that the audio alert alarm system of the cgm failed to provide an adequate warning to the patient of low blood glucose. Patient's toxicology report indicates that the patient had thc and alcohol in his system at the time of his death. No further patient information has been provided, despite request for same.